Event description:
Pt received psychiatric electroshock and afterwards experienced: memory loss up to present, two years, irregular heartbeat, short term memory impairment resulting in inability to work, can't comprehend or learn because of memory resulting in lost educational opportunity.